Event description:
The issue was found during preparation for a percutaneous endoscopic gastrostomy (peg) procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (distributor should be unmarked from the initial medwatch), h6 - component code "4750 - bulb" should be removed from the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the device power going down was likely due to the failure of the printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lcd monitor exhibited the device turned off while in use, and the light-emitting diode (led) light goes out. The light-emitting diode (led) light also turned off. The device turned on at some point, but then turned off again. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.